Event description:
It was reported that pacing was fine at the beginning of the case but when switching from pacing at the his to the v pacing was not achieved in changing the rate. Pacing spikes were visualized on the lspro recording system but there was not a rate change hence no capture of tissue. When it was switched back to the his channel again there was no capture. There were no error codes displayed and settings were all correct. The cabling was checked, and different catheters were tested to find which was at fault. The procedure was cancelled after lack of pacing capture but was unknown if the patient has been sedated or under anesthesia.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Micropace stimlab cardiac stimulator was evaluated by field service engineer analysis. Loaded a test patient and amp configuration. Test and verified that ls pro and micro pace is functioning properly through system pin 79 and 80 where carto ties in to bsci junction box with test led. Pacing function is fine. Unit was operating within specifications.

Event description:
It was reported that pacing was fine at the beginning of the case but when switching from pacing at the his to the v pacing was not achieved in changing the rate. Pacing spikes were visualized on the lspro recording system but there was not a rate change hence no capture of tissue. When it was switched back to the his channel again there was no capture. There were no error codes displayed and settings were all correct. The cabling was checked, and different catheters were tested to find which was at fault. The procedure was cancelled after lack of pacing capture but was unknown if the patient has been sedated or under anesthesia.